Event description:
It was reported that a stuck guidewire occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The catheter was advanced into the left atrium. The catheter was deployed into a basket configuration while the guidewire was positioned in the left superior pulmonary vein. The catheter was delivered in basket and flower applications into left superior pulmonary vein. The physician then retracted the guidewire into the catheter while the catheter was still in the flower configuration with no wire resistance reported. After repositioning the catheter while still in flower configuration, the physician was unable to advance the guidewire out of the catheter or retract it further. The catheter and wire were replaced, and the procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that a stuck guidewire occurred. During preparation for a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a farawave pfa catheter was selected for use. The catheter was advanced into the left atrium. The catheter was deployed into a basket configuration while the guidewire was positioned in the left superior pulmonary vein. The catheter was delivered in basket and flower applications into left superior pulmonary vein. The physician then retracted the guidewire into the catheter while the catheter was still in the flower configuration with no wire resistance reported. After repositioning the catheter while still in flower configuration, the physician was unable to advance the guidewire out of the catheter or retract it further. The catheter and wire were replaced, and the procedure was completed without patient complications. The catheter has been received at boston scientific's post market laboratory.

Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, the farawave catheter was visually inspected. The catheter was returned with the guidewire still inserted into the catheter. The tip of the guidewire was not visible upon return, so the guidewire lumen was dissected distally to locate the tip of the guidewire. Dissection of the catheter revealed some tissue and dried blood on the tip of the unraveled guidewire. Deployment of the catheter was functional. The reported stuck guidewire was confirmed.